Event description:
An eye care professional reported that a contact lens wearer reported that they had been diagnosed by a different doctor with a corneal ulcer (location unknown) associated with wear of focus progressives contact lenses. The contact lens wearer reported that a new pair of lenses felt uncomfortable after first insertion, removed them and inserted another pair from the same pack. They continued to wear them for an unspecified amount of time although they still felt uncomfortable. The event has resolved. No treatment information or further details have been provided despite request.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." The package insert specifically states that eye care professionals should carefully instruct patients about the safety precautions including "if discomfort or problem continues after removing lens(es), or upon reinsertion, immediately remove lenses and promptly contact the eye care professional for identification of the problem and prompt treatment to avoid serious eye damage." An evaluation of the returned product and of the reported lot information is underway by manufacturing. If any abnormality is found, a follow up report will be provided.